Event description:
This patient completed an uneventful dialysis treatment on (B)(6) 2013. The nephrologist visited the patient following the dialysis treatment; the patient had no complaints and was discharge home. On (B)(6) 2013, the patient was admitted to the hospital with lethargy and confusion and later diagnosed with hemolysis. During the hospitalization the patient was transfused two units of prbcs. Following the transfusion, the patient¿s hemoglobin remained stable. The patient was discharged from the hospital on (B)(6) 2013. No additional information was provided by this facility. Without additional lab work it is impossible to know the cause of this hemolysis event. The phoenix machine ((B)(4)) was inspected and problems were identified and the phoenix machine was returned to service. The blood tubing set, revaclear max and bicart were discarded and not available for investigation.

Manufacturer narrative:
Two devices from same lot of the actual device involved in incident were evaluated and no defects were found. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.